Event description:
The customer reported that during a pt event the device failed to discharge in the AED mode. The device was giving an intermittent pads off message. There was no negative pt impact as the device delivered a shock in the manual mode using paddles.

Manufacturer narrative:
(B)(4). The customer reported that during a pt event, the device failed to discharge in the AED mode. The device was giving an intermittent pads off message. There was no negative pt impact as the device delivered a shock in the manual mode using paddles. The device was evaluated by a philips field service engineer and the symptom was not reproduced. The event summary/strips are not available for review. The device passed all testing and was returned to service. We are unable to determine the cause as the symptom was not reproduced.